Event description:
On (B)(6) 2012, terumobct received a medwatch form 3500a (2301650000-2012-8018) from a customer. The following event description was provided on that form: "event desc: while in dialysis, after setting up and testing equipment, a leak was detected in centrifuge within first five minutes of treatment. Blood was noted in the interior of the machine. A crack in the tubing was also noted. The patient was then disconnected and unable to return blood (less than 100 cc blood loss). The patient's vital signs were stable and the patient did not verbalize any complaints. The cardia bct (sic) support line was contacted regarding the faulty tubing. The centrifuge was wiped down completely and dried. New tubing with same lot number was used to reset up and test the machine. Test passed and the patient's treatment was restarted and completed without further incident. The manager indicated that the process is very complex and the tubing can become caught in various areas of the machine, but the rn involved was very experienced and was instructing others on the process when the leak occurred. They do not know how the tubing cracked (i.e. If it became stuck on something in the machine, etc.). What was the original intended procedure? Hemodialysis. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." The customer listed the patient identifier as confidential. Patient weight is not available at this time. This report is being filed in response to the customer filing a medwatch report to the FDA.

Event description:
The customer could not provide the patient weight.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: possible root causes were provided in the initial report for this event.

Manufacturer narrative:
(B)(4). Investigation: received set and observed the lower loop sleeve had scrapes and gouges deep enough to puncture the tubing within. The damage to the sleeve was at approx 2 and 3.5 in. The ears on the lower loop sleeve were torn and the lower bearing was pulled away from the lower loop sleeve. Wear marks on the lower bearing appeared normal. There were no marks on the lower edge of the hex on the lower loop sleeve. There were also no wear marks on the upper bearing indicating it is possible the upper bearing may not have been seated correctly. Root cause: possible causes include but are not limited to: misloaded upper or lower loop bearing, misloaded filler latch, misloaded upper collar, and/or disposable manufacturing error. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.